Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after being placed in the pocket, the implantable cardiac monitor exhibited back-up vvi operation. The device was explanted and replaced. No patient symptoms were reported.

Event description:
New information on (B)(6) 2016, indicated that the patient was seen in clinic post-op and was doing well.